Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient had their system explanted on an unknown date to address the issue. It is unknown which lea di s liable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed.Additional components potentially involved in the event include: Common Device Name: Octrode Lead Kit, 60cm Length, Model: 3186, UDI: (b)(4), Serial: (b)(6), Batch: A000088460 The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.